Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald¿ syringes the sterility was broken. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: packaging broken when did the incident occur? Before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-may-2023 . H6: investigation summary a device history record review was completed for provided material number 307731 and lot number 2301158. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples and twenty (20) physical samples were provided for evaluation by our quality engineer team. Through examination of the pictures, breakage of the packaging was observed at the ¿cut¿ of the unit blister package. This issue was tested with the physical samples; however, the blister packaging strips were separated with no signs of package damage. It is possible that the reported incident resulted from imperfect cuts of separation on the unit packages; however, this could not be confirmed through the physical sample analysis.

Event description:
It was reported while using bd emerald¿ syringes the sterility was broken. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: packaging broken. When did the incident occur? Before use.